Manufacturer narrative:
The inserter has been returned to b&l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively due to bent haptic. Incision was enlarged to remove lens and another lens was implanted successfully. No sutures were needed. This report pertains to the pt's left eye. The pt's most current status ucva is 20/25. Please reference MDR# 1119279-2013-00106 for the intraocular lens.